Event description:
In the nicu, tpn was infusing at 6 ml/hr. A new bag of 250 mls was hung. Six hours later, the entire bag had infused. The pt had a critically high blood glucose of greater than 700 mg/dcl (726 actual result). Two doses of insulin were given at 0518 and 0734. The pt's blood glucose was monitored closely over the next 48 hours until it returned to normal limits (77 mg/dcl at 0420 on (B)(6) 2014). Although requested, no additional pt/event information was provided.

Manufacturer narrative:
(B)(4). This event was previously reported on MDR # 2016493-2014-00096 for a pump module. When the customer reviewed the investigation summary report, they realized that the incorrect device was returned for investigation. Although requested, the syringe pump module that is now alleged to be the event device has not been received. A follow up report will be submitted with failure investigation results should it be received.